Event description:
The customer received a reading of 500-600mg/dl on her contour next link. Her insulin pump indicated she should take 8 units of insulin but she took only 5 units. An hour later she ran another blood test and the reading was 43mg/dl. She felt hypoglycemic and a friend assisted her in drinking sugar water. Strip information was not provided and the strips are not expected to be returned for evaluation. A replacement meter was sent to the customer.